Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported while a patient was on impella 5.5 support, the patient went into atrial fibrillation during a walk but soon converted back to normal sinus rhythm. The patient was given volume bolus and lasix was held. Urine output was adequate. Later, it was reported that the impella site was unremarkable. One unit of packed red blood cells were given. Hemoglobin was 7.7. The patient's outcome is unknown.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Anemia: the cause of the injury was not determined due to insufficient clinical details. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details.